Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 repeatedly alarms air in line. No patient involvement.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis due an air in line alarm. An air detector test was performed in order to analyze the device. The reported problem was duplicated. The air detector failed an air detector test and will be replaced.